Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) above 500 mg/dl with extreme thirst, nausea and a general ¿sick¿ feeling associated with an alleged damage with moisture ingress power issue with the pump. The patient did not test for ketone levels. The patient reported that their pump powered off without their awareness in the middle of the night which led to the high bg level. The patient also reported that they have been treating their high bg levels with manual injections. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment had stripped threads and contained moisture, the customer was unable to tighten the battery cap to the pump and there was intermittent power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of intermittent power and moisture issue with the pump.

Manufacturer narrative:
Correction to additional manufacturer narrative. The device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the pump black box data showed that the pump was manually suspended and resumed followed by unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked in two places and had damaged threads. No moisture corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection with the pump therefore the initial ¿power¿ complaint was duplicated. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The pump cover was removed and there was no evidence of moisture observed on the printed circuit board or internal components. No damage to the power circuit was found. The pump¿s total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications.